Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Compatibility was reviewed and it was determined that the instruments used do not align with the instruments recommended by the surgical technique for the reported stem. A definitive root cause cannot be determined; however, off label use may have contributed to the reported event as the instruments used do not align with the instruments recommended by the surgical technique for the reported stem. The identified calcar planar shaft is not compatible with echo biometric rpp stem instruments. The compatible rasp that should be used for implantation of the reported stem is the echo 13x145 rasp. This rasp does not attach to the reported shaft which indicates that an incompatible rasp may have been used. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 192513-echo por fem red lat nc 13x145-261910; 110032332-calcar planar shaft-944540; 110032335-calcar planar head 38mm-560880. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03454. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the echo biometric rpp stem did not line up with same size broach. This did not affect surgery outcome or patient. Attempts have been made and additional information on the reported event is unavailable at this time.